Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, on (B)(6) 2009, patient underwent following procedure: 1. Lumbar laminectomy with decompression, l2, l3, l4 and partial l5. 2. Posterior segmental instrumentation l2-3, 3-4 and 4-5. 3. Posterolateral fusion l2-3, 3-4, 4-5; for a pre-op diagnosis of: spinal stenosis and lumbar instability. Per-op notes: after identifying levels l2 to l5 using x-rays; pedicles were sounded bilaterally and 40 x 6.5 mm screws were placed bilaterally at l2, 3, 4, 5. Lateral x-ray showed good position of screws. Following decompression, two 5.5 rods were put into place and contoured in appropriate amount of lordosis; put into place, tightened, torqued. Rhbmp-2/acs was used in the surgery. No complications were reported during the procedure. On (B)(6) 2011, patient underwent following procedure: 1. Posterior non-segmental instrumentation, 1-2. 2. Posterolateral fusion, 1-2. 3. Lumbar laminectomy with foraminotomies, l1-2. 4. Harvest of local bone graft. 5. Aspiration of bone marrow. 6. Removal of posterior segmental instrumentation. 7. Exploration of fusion; for a pre-op diagnosis of: 1. Lumbar instability. 2. Spinal stenosis post fusion. No complications were reported during the procedure.